Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that a (B)(4) reload was partially fired which indicates that the device's firing cycle was interrupted. No functional test was performed due to the condition of the reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy thoracoscopic procedure, the reload didn't staple. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.